Event description:
It was reported that (1) 511rt was used during an ectopic pregnancy procedure. It was reported by the rep that during ectopic pregnancy with the use of the resposable trocar and reusable trocar cannula chipped. The surgeon is not sure if it chipped off during case of before case. The chipped off piece might have been lost inside pt. Opened another device to complete the case.